Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were experiencing high blood glucose level 600 mg/dl. Insulin pump received insulin flow block alarm. Customer performed fill cannula and insulin exited. Customer performed self test which was passed. Device will not be returned for analysis.